Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering was found. It is unk if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the input/output printed circuit board (I/o pcb) and processor pcb installed within this device did not match the I/o pcb and processor pcb recorded on the device history record. Review of the device history records confirmed that the processor pcb was swapped and belonged to device serial number: (B)(4). The I/o pcb belongs to an unk device. This is an indication that the I/o pcb and processor pcb are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. The device could not be repaired and has been removed from service.